Event description:
It was reported by the customer that the unit continued to run on it own during a case. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer. Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the unit continued to run on it own during a case. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.